Event description:
It was reported that the patient underwent heart transplantation on (B)(6) 2022.

Manufacturer narrative:
Patient weight was requested but was not provided. Manufacturer's investigation conclusion: no device related issues were reported by the account. It was reported through the patient outcome that the patient received a heart transplant on (B)(6) 2022. Multiple attempts were made to obtain additional information regarding the reported event as well as the pump¿s return status; however, no further information was provided by the account and the pump has not been returned to date. If heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), is returned at a later date this investigation may be reopened to include the evaluation of the device. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21feb2018. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. C are currently available. No device related issues were reported by the account. No further information was provided. The manufacturer is closing the file on this event.